Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
Material no: 368608; batch no: 9200798. It was reported that before use of the bd vacutainer® eclipse¿ blood collection needle when attaching the eclipse safety needle, the safety arm broke off. The following information was provided by the initial reporter: during attachment of eclipse safety needle onto tube hold the pink safety mechanism broke off. "Eclipse safety needle safety arm broke off."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 368608, batch no: 9200798. It was reported that before use of the bd vacutainer® eclipse¿ blood collection needle when attaching the eclipse safety needle, the safety arm broke off. The following information was provided by the initial reporter: during attachment of eclipse safety needle onto tube hold the pink safety mechanism broke off. "Eclipse safety needle safety arm broke off."